Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1). Product is not expected to be returned.

Event description:
It was reported that the self-adhesive of the infusion set was wet with insulin after bolus delivery.